Event description:
It was reported that during a lap cholecystectomy procedure, after the fourth firing, the device locked and would not fire. An endoloop was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/16/2008. Malformed clip, sticking jaw/cam, indicator wheel failure. The analysis results for the instrument found that it was returned in good visual condition. The instrument was cycled and a double feed incident occurred and two malformed clips were released from the jaws. The next two firing sequences fed and formed two conforming clips but during the third firing, a sticking issue was present. Another one double feed incident was noted resulting in two malformed clips. The subsequent three firings resulted in properly formed clips. The instrument locked out as intended, but the orange indicator did not show up. A corrective action has been initiated to address the root cause of the opening issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch records were reviewed and the final quality release criteria was met before the batches were released for distribution.